Event description:
It was reported that the right ventricular lead exhibited multiple episodes of noise. The lead noise was reproducible in both the unipolar and bipolar sensing configurations, with both isometrics and pocket manipulation. It was also noted that high impedance was observed. The lead was capped and replaced on 03 mar 2025. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead was explanted on (B)(6) 2026. The patient was in stable condition.